Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm. Insulin pump was received with a critical pump error (open book image) alarm and pump error is found in the formatted history file due to force sensor zero offset out of specification. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error (book image). The customer¿s blood glucose level was 179mg/dl at the time of the incident. The customer reported that they were trying to put in her carbohydrate and started a bolus. The customer reported they received a critical pump error image on the pump screen. The customer reported that no any other pump error was displayed before the critical pump error image was displayed on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.